Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device powers on at the start of operation but doesn't start at "starting00: 00¿. Review of the log file showed that sib malfunctioned. Upon troubleshooting, fse identified a fault in the power supply unit of the main cabinet in the machine room. To resolve the issue, fse replaced dcps (direct current power supply). The defective dcps was returned to philips for failure analysis and failure has been found that the scomp had no power output. After the replacement of dcps, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.